Event description:
Caller reported blood glucose results of "20 something" mg/dl and 120 mg/dl on the aviva system within 10 mins. Reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.